Event description:
Reporter indicated that while viewing an internet website, a vns patient's death was noted. Patient's listed treating physician stated, "this patient is unknown to me" .

Manufacturer narrative:
The cause and circumstances of the patient's death are unknown.